Event description:
The customer stated that she was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 206 mg/dl. The customer stated that she was also taken to the emergency room one week ago for high blood glucose levels. The customer was unable to troubleshoot at the time of the call and stated she would call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.